Event description:
During an internal device tracking audit/review, we discovered 2 intera 3000 hepatic artery infusion pumps listed under one patient. The records show that pump serial number (B)(6) was implanted on (B)(6)2023, and pump serial number (B)(6) was implanted on (B)(6)2023. Our assumption is that pump serial number (B)(6) was explanted on (B)(6)2023. The reasons for explantation are unknown.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Intera oncology attempted multiple times to communicate with the physician to obtain additional information. To date, a response has not been received. Therefore, if we receive updated information a supplemental report will be submitted.